Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a form per FDA request. Post market vigilance (pmv) led an evaluation of one endo clipii med/lrg 10mm pistol grip single use clip applier. The instrument was partially applied with nineteen remaining clips. Functionally; the instrument was fired three times in air to observe clip formation and two clips were applied to test media. The handle was binding while attempting to load all five clips. A component was found to out of position causing the handle to bind. The root cause of the observed condition could not be identified based on the information available due to the component out of position; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a laparoscopic procedure, during closing of a vessel, the device had an issue with firing and loading. The unit could not be fired. They used another device to complete the case and resolve the issue. No injury was caused to the patient.